Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was released, and the patient who was a pregnant woman due for a caesarean section surgery, had to be transferred to a different hospital following the discordant result, causing a delay. The patient was redrawn at the hospital and the sample resulted (B)(6) and confirmed (B)(6) by (B)(4) testing. It is unknown if there are reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.

Manufacturer narrative:
The cause of the discordant, (B)(6) result is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00442 was filed on september 16, 2013. Additional information (10/01/2013): a siemens technical application specialist (tas) was dispatched to the customer site. After evaluation of the instrument and instrument data, the tas did not observe any (B)(6) results. The tas decontaminated the water and wash-reservoirs and informed the customer that cleaning solution must be changed weekly. The tas also cleaned the probes and replaced the acid and base solutions. According to the advia centaur cp instructions for use, rev. E, 2013-02: "specimens with an index value greater than or equal to 1.0 are considered initially reactive for p24 antigen and/or antibodies to hiv-1 and/or hiv-2 and should be retested in duplicate after centrifugation at 10,000 x g for 10 minutes. If one or both of the duplicates are reactive, the specimen is repeatedly reactive by the advia centaur chiv assay". The customer did not perform repeat testing or confirmation in this event. The cause of the discordant, false (B)(6) result being reported is failure to follow instructions.